Event description:
On 04/15/2024, it was reported by a sales representative via email that an ar-1588rtt acl fibertag tightrope completely snapped in half. The case was completed using a new tightrope. This was discovered during a procedure. The case was delayed over forty minutes. The patient suffered no negative effects. Additional information received on 4/18/2024: this was discovered during an aclr procedure and completed using a new ar-1588rtt acl fibertag tightrope. Since the case was delayed forty minutes, the patient received additional anesthesia for the extended time. Additional information received on 4/19/2024: the procedure took place on (B)(6) 2024. The issue occurred while the ar-1588rtt acl fibertag tightrope was inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.